Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of an event previously reported under MFR report #2518422-2023-15387. Any additional information will be submitted under the initially reported MFR report #2518422-2023-15387.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device alarmed and suddenly stopped and restarted during treatment of a patient. The caregivers were in the room taking care of the patient when this happened, so the device was swapped for another ventilator. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm or impact to the patient. The technical biomedical (biomed) engineer ran tests, and although the battery was charged for more than 24 hours, the v60 still rebooted. A field service engineer (fse) will be dispatched onsite to evaluate and repair the device. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(4). Reporter phone number: (B)(4).